Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was hearing patient alert tone and possibly another tone. It was also reported the patient had an appointment to see the medical doctor, however, cancelled the appointment. The cardiac resynchronization therapy-defibrillation (crt-d) device remains in use. No patient complications have been reported as a result of this event.